Manufacturer narrative:
The case investigation is on-going. Elekta are continuing to attempt to reproduce the problem and determine the cause of the problem.

Event description:
A dose discrepancy between treated plan and control plan. A 3d plan "bwk12" shows a dose of 36 gy but the plan "dosiskontrolle" holding the same values shows a dose of 50.11 gy. Patient has been treated with bwk12. Treatment ran from (B)(6) 2016. From initial investigations, elekta can conclude that the patient received a dose of radiation (86.4 gy) that will likely result in serious injury. Elekta has contacted the customer to discuss the amount of radiation the patient received.

Manufacturer narrative:
(B)(4) has been unable to reproduce how the 3d plan "bwk12" was created, nor can (B)(4) explain the discrepancy between the results shown in the 3d plan "bwk12" and in the plan "dosiskontrolle". With the information that has been provided, there is currently no further investigation possible to explain the difference in these results. Given the lack of additional information available, (B)(4) is unable to determine the root cause.